Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: a communication failure occurred due to the damaged connector. The event can be prevented by following the instructions for use which state: do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and can result in a faulty contact. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during an unspecified procedure, the hd camera head had no image. The procedure was completed using a similar device. There was no patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found intermittent/flickering image due to damaged connector. Additional findings are as follows: faded serial plate. This event is under investigation. A supplemental report will be submitted upon receiving additional information.